Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, b6, b7, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address continued limited range of motion, flexion contracture, arthrofibrosis, pain and stiffness approximately four (4) years post-operatively. Initial operative notes noted no intraoperative complications upon implantation of devices. Revision operative notes noted no intraoperative complications. General inspection of the joint revealed significant adhesions in the superior pouch and medial and lateral gutters. Lysis of adhesions and extensive synovectomy was performed. The existing polyethylene component was removed and the remaining femoral and tibial components were noted to be well-aligned and stable. The patient's 5 degree flexion contracture could be corrected with a 10mm articular surface, however, the decision was made to use a 12mm articular surface to allow for 125 degree flexion. The patient was stable at the completion of the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Additional medical records provided confirmed the reported event. However, the root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was prescribed dicoflenac to treat limited range of motion, flexion contracture, pain and stiffness approximately three (3) years following the patient's last left knee arthroplasty. Initial operative notes noted no intraoperative complications upon implantation of devices.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented femoral component plus left size 9+ catalog #: 42504606611 lot #: 64825710, persona revision offset splined uncemented stem extension 3mm x 17mm x +135mm catalog #: 42560313517 lot #: 64769719, persona revision central femoral cone size small catalog #: 42545001011 lot #: 64751267, persona revision femoral distal augment cemented size 9, 9+ 5mm catalog #: 42556606605 lot #: 64707485, persona revision femoral distal augment cemented size 9, 9+ 5mm catalog #: 42556606605 lot #: 64769986, persona revision femoral distal augment cemented size 9, 9+ 5mm catalog #: 42556606605 lot #: 64707485, persona revision constrained condylar knee articular surface left 12mm catalog #: 42512800712 lot #: 64615631. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00664, 0001822565-2024-00665, 0001822565-2024-00666, 0001822565-2024-00668, 0001822565-2024-00669, 0001822565-2024-00670, 0001822565-2024-00671. H3 other text : investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.